Manufacturer narrative:
Findings: pump monitored for several days and no blank display noted. Pump passed all functional testing including the displacement, rewind, basic occlusions, occlusion, prime and excessive no delivery test. Pump received with normal operating currents. Pump passed the self-test. Pump passed the a21 error test. Pump passed off no power test. No damage on the lcd isolation tape noted. No unexpected a21 alarm noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 300 mg/dl. The customer was advised to clean the battery cap contact with cotton swab and allow at least one minute for the battery contacts to dry. The customer was advised to insert a new alkaline battery and make sure is inserting battery correctly. Customer stated the display return. Customer received unexpected restart alarm upon pump turning on. Customer was explained the alarm and advised to clear the alarm. The customer stated the pump shut off and advised to replace new battery and the pump did not turn back on. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 300 mg/dl. Customer declined to troubleshoot.